Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a loss of external power while the controller connected to the mobile power unit (mpu) (serial number unknown) was confirmed via log file analysis. Data was reviewed in the submitted log files from the reported event date of 08oct2025. A no external power alarm activated in the data reviewed, consistent with a loss of ac power to the system while the system controller was connected to the mpu. The event resolved when the power was restored to the mpu. The backup battery supported the system as intended during the loss of external power. The loss of external power did not prevent the controller from supporting the system as intended. Attempts to obtain addition event information were made, but no response has been obtained. The root cause for the loss of external power was unable to be determined through this investigation. The device history records were not able to be reviewed due to the serial number of the mpu being unknown. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. A are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Section 7 of the IFU entitled ¿alarms and troubleshooting¿ and section 5 of the patient handbook entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Section 2 of the IFU entitled ¿how your heart pump works¿ states that the 11v li-ion backup battery inside the system controller can provide enough power to run the pump for at least 15 minutes if the main power source is disconnected. Section 3 of the patient handbook and the IFU, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that log files captured a no external power alarm on (B)(6) 2025 associated with loss of power to the mobile power unit (mpu).